Manufacturer narrative:
(B)(4). Information from the customer stated that the customer was transporting the patient using only the internal battery, without an external battery source nor ac source. Per device's operators manual and instructions for use, "the internal battery is intended for use during short periods while switching between external power supplies, in emergencies or for short duration transports. The length of time the ventilator will operate on internal power is a function of factors such as settings, charge level and condition of the battery; therefore, the use of the internal battery as a standard operating practice is not recommended." Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician replaced the battery pack. The unit then passed calibration and power/general performance and burn in checks. The ventilator passed all required tests.

Event description:
It was reported to carefusion that the patient was unconscious and being mechanically ventilated. The patient had a lot of complications after her cardiac surgery and during transport, the ventilator would stop and restart while alarming "reset". There was no patient harm associated with this complaint.